Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a surgical patient supported by an impella cp and then escalated to an impella 5.5 pump. The impella 5.5 was placed but while adjusting its position it was pulled too far and ended up being dislodged into the aorta. After checking with the doctor and medical staff, it turned out that this had happened because the positioning had been adjusted without using an ultrasound. The patient survived the loss of position/support.

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related since the pump was dislodged into aorta while repositioning of the pump without echo guidance. G2 report source; foreign was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26749.